Event description:
Patient was receiving a heparin infusion and the father of the patient noticed the dripping from the drip chamber. Notified the nurse who promptly removed the infusion and began a new one.